Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure & delivery system (wds) were selected for use. A small pericardial effusion was seen on the transesophageal echocardiography (tee) prior to the procedure. The was and a versacross connect trans-septal puncture (tsp) device were used and a pericardial effusion was discovered during the tsp. The procedure was discontinued and a pericardiocentesis was performed. The physician drew off over 2000cc of red arterial blood. Fresh frozen plasma (ffp) and blood were given. The patient was admitted to the intensive care unit (ICU). The patient remains hospitalized but is stable.